Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Reference to complaint #(B)(4).

Manufacturer narrative:
There are no previous complaints on the device. The pum was requested to be return for further investigation. This MDR will be reopened and updated in the event the affected pump involved or additional information becomes available a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 06/07/2024, znyo medical received a report from the customer reporting that the oak clinic of multiple sclerosis had another z-800f pump they bought a year ago they had free flow into a patient even though the set was still loaded and the pump door was shut. There was no delay in treatment. The problem was identified once the infusion was completed. No patient harm/injury reported.